Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to go to the doctor twice with tooth problems and was given antibiotics. They also reported having tonsil stones and had horrible breath due to the byte aligners. They report that they had reached out multiple times and was told to continue treatment, even though their aligners were not fitting which was aggravating their wisdom teeth causing severe swelling and pain. This caused them to be put onto antibiotics and pain killers. After their last orthodontist appointment, which was their initial consultation, the orthodontist informed them that there is not enough room in their mouth for any treatment besides braces; and they will need teeth removed to create the room necessary for their teeth to align properly. They informed the orthodontist about byte aligners to their orthodontist which he did not really speak on but did look concerned. The patient mentioned how they got to the end of their treatment and their teeth were not straight, how they were in pain and how all the byte did was make their teeth sensitive and feel "loose".